Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported no delivery alarms. Customer's blood glucose was 400 mg/dl. Troubleshooting found the customer had changed the infusion set and the alarm still occurred. Additional troubleshooting found the customer was able to do a manual prime. Customer stated the insulin pump still had a no delivery alarm. No additional information is provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and no delivery tests. No excessive no delivery alarms were noted. The insulin pump was received with a cracked display window corners, reservoir tube lip, and minor scratches on the display window. (B)(4).